Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had lcd anomaly reported the pump screen was faded and hard to read issue happens intermittently and lasts for a couple of seconds to couple of minutes. The customer¿s blood glucose level was 12 mmol/lcat the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. Hardware low level failures alarmed during selftest and confirmed in pump history with variable (03) due to broken trace at keypad assembly (pin 6). Missing segments/partial display not confirmed.